Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 125 ohms. Additionally, there was an increase in the rv pace impedance, but still within range as well as noise exhibited on the rv lead. Technical services was consulted and recommended troubleshooting and programming options. The implantable cardioverter defibrillator (ICD) and rv lead remain in service. No adverse patient effects were reported.